Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use with a device failure. Reportedly, the device alarmed. It was reported that the spo2 saturation of the patient temporary dropped. No further health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file the reported event could be confirmed. The analysis showed that the safety software detected a significant difference between expiratory and inspiratory pressure. As a result, the alarm message "device failure" was issued and device performed a pressure release. In addition, other ventilation-related alarms such as "pressure limited", "mv high", "respiratory rate high", "airway pressure negative (average)" and "airway pressure high" were issued at the time of the event. The device was then switched to standby mode by the user. The log file analysis could not identify any technical malfunction of the device as the cause of this event. The situation could have been caused, for example, by suction, patient interaction with the device or an application problem. As a safety feature of the system, the safety software analyses and checks the proper functioning of the device. If the safety software detects a deviation in the pressure measurement system, the emergency ventilation valve opens to the environment to allow spontaneous breathing. Audible and visual alarms would inform the user of the problem. However, manual ventilation with an alternative device may be deemed necessary. The device reacted as specified to a significant difference between expiratory and inspiratory pressure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during use with a device failure. Reportedly, the device alarmed. It was reported that the spo2 saturation of the patient temporary dropped. No further health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.